Manufacturer narrative:
The hill-rom technician found the brake casters were broken at the wheel, support and stem. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters and supports to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).